Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient presented for device upgrade. A pre-procedure device interrogation revealed the right atrial lead exhibited episodes of noise and chronic high capture thresholds. The lead was explanted and replaced during the procedure. There were no patient consequences.

Manufacturer narrative:
The reported events of noise and high capture threshold were confirmed. Final analysis found that as received, a complete lead was returned in one piece. Visual examination found an external insulation abrasion at 9.6 cm to 9.7 cm from the connector pin, exposing the outer coil consistent with friction to the device can. The cause of the reported event was isolated to the exposure of the outer coil at the abrasion zone.